Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for suspected pump thrombosis. The patient had an increased lactate dehydrogenase (ldh) of 889 u/l, with a baseline ldh in 600¿s u/l. At the time of admission the patient¿s inr was 3.92, with a goal inr of 3.0-3.5. The patient was hypertensive at 152/99 mmhg. The patient was started on angiomax and maintained on coumadin and aspirin. On (B)(6) 2016, aggrastat was added. On (B)(6) 2016, the patient¿s ldh had decreased to 527 u/l. It was reported that the patient was elevated to status 1a on the transplant list due to suspected pump thrombosis. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported. A correlation between the device and the report of suspected thrombus and a specific cause for the elevated ldh could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The report of suspected thrombus and a specific cause for the elevated lactate hydrogenase (ldh) could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected information: it was initially reported that the device was not available for evaluation. The patient was subsequently transplanted and the pump will be returned for investigation. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2017. The patient was status 1a on the transplant list. The patient had chronic elevated lactate dehydrogenase (ldh) values. The patient was admitted and transfused angiomax and trioban. Inr was maintained between 3.0 - 3.5.